Event description:
It was reported by the rep that the device was used during a laparoscopic bowel. It was reported all three torcars had a tear in the seal. All three trocars were replaced with new trocars to finish the case. There was no consequence to the pt.